Manufacturer narrative:
The device was discarded and not available for evaluation. Therefore, an investigation could not be performed, and the definitive root cause of the reported incident could not be determined. It is possible that procedural factors/anatomical features such as calcification, or plaque caused/contributed to the reported issue. As stated in the instructions for use (IFU): "in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage." The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. Note: second device with balloon leakage is considered not reportable.

Event description:
It was reported that the device was used during a thrombectomy procedure in a dialysis patient (native vessel; no calcification). After surgical exposure, the device was inserted into the vessel and the balloon was inflated; however, it did not expand as it had already ruptured. Another device from the same lot number was prepared, but during pre-use inspection, leakage from the balloon was observed, and the device was not used. A third device of the same product was then utilized, with no issues observed, and the procedure was completed successfully. No patient injury was reported. Note: second device with balloon leakage is considered not reportable.